Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a trial patient receiving morphine. The indication for use was non-malignant pain. On (B)(6) 2015 it was reported that during the trial they used morphine and the patient was throwing up and not voiding. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.

Manufacturer narrative:
Review of this MDR and/or additional information shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. The event was determined to be related to a medication that is not owned by medtronic. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.